Event description:
It was reported that the patient¿s device was replaced because the whole thing was defective. The patient lacked therapeutic effect. He was bleeding and had urine and feces everywhere. The patient could not articulate what they found to not be working, he did not know if the battery was depleted. The patient used (B)(6), (B)(6), and any diapers he could get a hold of and filled them up. After they removed the device, he went without stimulation for 3 months. The patient could not articulate the event date but the year was valid as 2014. He could not articulate if the bleeding, feces and urine issues were since implant neither could he state where the blood was coming from or the location of the implantable neurostimulator. No outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0pab2, implanted: 2014-(B)(6), explanted: 2015-(B)(6), product type: lead. (B)(4).